Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status light of the subject home monitor remains in green, but no communication or connection has been detected.

Event description:
Reportedly, the status light of the subject home monitor remains in green, but no communication or connection has been detected.